Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd micro fine ultra¿ insulin pen needle failed to deliver insulin during use, and the patient experienced hyperglycemia. The following information was provided by the initial reporter, translated from (B)(6) to english: "unfortunately for some years now I have been on a diabetic plan for type 1 diabetes mellitus. I have been using your products for several years now, and specifically for the past few years I have been using bd micro fine ultra 4mm pen needles. Unfortunately, I must inform you that in the last 2 quarterly supplies (I am a seaman and therefore I absolutely must have the quarterly supplies), I have had problems with new needles several times. It means that even though I was inserting a new pen needle, I was unfortunately not getting insulin. From a first moment seeing my results going up I did not understand, then paying more attention I realized that the needles were defective."